Event description:
Reporter reported to our distributor that the temperature at the inspiratory side of the rt206 adult single-use breathing circuit did not rise when connected to a respiratory humidifier. The user was alerted as the respiratory humidifier alarmed 10 minutes after the setup was operated. The user changed the breathing circuit, and the problem did not recur. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher and paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The resistance of the heater wire on the actual device measured. Results- our records indicate that this is the only complaint of this type for the given lot number. The resistance of the heaterwire in the inspiratory limb of the rt206 breathing circuit fluctuated between open loop and a measured resistance of 19.4 ohms. The fluctuating readings and open loop measurements indicated that the breathing circuit was out of specification. Conclusion- intermittent failure directly caused the event. This is a known issue with an occurrence rate of approximately 0.003% worldwide for the last year. We have an open CAPA project to address this issue.